Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a dental implant, at the site of tooth #12 where the dynagraft dbm gel 0.5cc was used, had to be removed because of loss of osseointegration at the site. The pt had bone type two. Primary stability info was not provided. The implant had been fully restored.